Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a hand switch was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect hand switch has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, while performing a 3d image acquisition, the images were saved before completing the spin. The images were low quality and grainy. It was reported that the site will perform a confirmation spin at the end of case with c-arm. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The handswitch for the imaging system was returned to the manufacturer for analysis. The handswitch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.